Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of a small unruptured amorphous right middle cerebral artery aneurysm measuring (4mmx5mm3mm), the coil detached prematurely and remained outside the aneurysm in the middle cerebral artery. It was reported that when the coil was introduced it was evident the neck of the aneurysm would not be able to secure it; as a result the decision was made to remove this coil and place a stent to protect the neck of the aneurysm. However, the coil prematurely detached prior to any detachment attempt and remained outside the aneurysm in the middle cerebral artery. After this coil detached, 3 additional coils were successfully placed and the procedure was completed. No patient injury reported. This coil remains implanted in the patient.

Manufacturer narrative:
Date of this rpt: 2017-10-12. If information is provided in the future, a supplemental report will be issued.